Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested and rec'd. (B)(4). This report was mailed to FDA on: 05/11/2011. (B)(4).

Event description:
A surgeon reported that following implantation of an intraocular lens, a crack was noted on the optic. The surgeon removed the lens and left the pt aphakic. In a f/u correspondence with the surgeon, he reported he left the pt aphakic due to iris trauma and corneal touch. The surgeon reported the pt had pseudo exfoliative glaucoma (pre-existing) and he felt is was more important to keep her intraocular pressure (iop) controlled. The surgeon felt that further manipulation of the eye might have led to more inflammation and higher pressures. He is hoping to perform the iol implant in two to three months after the eye has settled. The surgeon reported he used a folder to fold the iol and forceps to manipulate the haptics during the procedure. The surgeon reported he had inspected the iol from the lens wheel before folding. Additional information has been requested.